Event description:
It was reported that outside of surgery the blade guard on the device was noted to be damaged. No patient involvement was noted as a result no harm or delay occured. No adverse event was reported as it relates to this event. Diligence is complete as no additional information was noted.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a supplemental/final report will be submitted.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h1, h2, h3, h4, h6, and h10. Review of the device history record identified no deviations or anomalies during manufacturing. Review of the most recent repair record determined the comb was damaged and was replaced which resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information regarding the event is available.